Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database size had grown up to 10 gb, which caused the error. A technical support specialist deleted the existing database, created a new one, and performed a full synchronization. After these steps, the issue was resolved, and permission was obtained to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed an unexpected error message appeared on the screen. The customer stated that the user was able to login the station, but unable to access the medications due to the error message. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station showed an unexpected error message appeared on the screen. The customer stated that the user was able to login the station, but unable to access the medications due to the error message. However, there were no delay or adverse events or injuries reported based on this event.